Manufacturer narrative:
Report shows device was returned to MFR in 11/92; however, dow corning has no record of receiving this device.

Event description:
Pt received breast implants on 5/29/86. Mammogram prior to removal indicated rupture of right implant; therefore, she had removal of right implant on 11/25/92. Report deemed reportable after co review of files.